Event description:
The customer reported that the nurse programmed an infusion to run at 250 ml/hr, and 1l was delivered over the first hour. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 08/12/2015. The customer's report that an infusion was programmed to run at 250ml/h and 1 liter was delivered over the first hour could not be confirmed. The pcu event log and the pump module event log had no recorded usage on the reported date. The logs indicated the system was in use on one day prior. Between 01:47pm and 01:49pm on that date a user programmed a basic infusion to run at 250ml/h with a vtbi of 1000ml, but experienced a "pump chamber blocked" error upon starting of the infusion and chose to turn off the pump module, shutting down the system. The user repowered on the system ten minutes later and programmed a one hour basic infusion to run at 999ml/h with the vtbi at 1000ml. The infusion completed as programmed. The user then reprogrammed another one hour basic infusion with the rate at 20ml/h and vtbi at 20ml. A couple of minutes into the infusion the user entered a new vtbi of 1000ml and rate of 50 ml/h. The user stopped the infusion 14 minutes later and shutdown the system. Testing and inspection of the pump module found no malfunctions and the device to be infusing within specification. The disposable set that was in use was not returned for investigation. The root cause for the customer's reported experience could not be identified.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.